Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Event description:
It has been reported that the bd¿ syringe 10ml saline xs has been found with poor package perforation before use. The following has been provided by the initial reporter: difficulty in removing from the individual sachets of syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 10ml saline xs has been found with poor package perforation before use. The following has been provided by the initial reporter: difficulty in removing from the individual sachets of syringes.